Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow up, inappropriate shock and atp therapy was observed for svt. The patient felt palpitations and generally unwell. Programing changes were made. Patient was asymptomatic after the event.